Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an operative hysterscopy in (B)(6) of 2010. The patient exeperienced unspecified complications. No further information has been provided.